Manufacturer narrative:
Approximate age of device ¿ 2 years 5 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was found down and unresponsive. The log file was reviewed and the analysis showed that a low speed advisory event was captured on (B)(6) with speed noted at 6720 rpm while using the mobile power unit (mpu). There was a driveline disconnect shown and a pump speed at zero with only the white power lead connected to the mpu. A few minutes after it still showed the driveline disconnected with the speed at zero and both power leads disconnected from the controller. The mpu showed connected again after with all the vad parameters back to baseline numbers. There were also low flow events. Patient was in ICU and unresponsive. X-ray of driveline was done. It was reported through patient outcome that the patient expired on (B)(6) 2019 due acute heart failure and, consequently, multi system organ failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and the lvad could not be conclusively determined through this investigation. The reported low speed, low flow, and driveline disconnect events were confirmed via the log file data provided by the account. The submitted log file contained data spanning from (B)(6) 2019 at 18:28:46 to (B)(6) 2019 at 08:43:10, per the timestamp. A momentary low speed advisory alarm was recorded on (B)(6)2019 at 17:22:50 while the system was supported with the mobile power unit. Approximately 2 minutes later, at 17:24:41, the driveline was disconnected from the system controller, resulting in driveline disconnect alarms. The pump was stopped for approximately 14 minutes and resumed operation at the fixed speed upon the reconnection of the driveline to the system controller. As an added observation, low flow alarms were recorded on (B)(6) 2019 beginning at 17:40:27. These alarms occurred when the estimated flow was calculated to be below the threshold of 2.5lpm. A specific cause for the change in pump parameters could not be conclusively determined. It was reported that the patient was found down and was unresponsive. The patient was admitted to the intensive care unit before expiring on (B)(6) 2019 due to acute heart and multisystem organ failure. The account communicated that the patient¿s expiration was not considered device-related and lvad was operating as intended. Lvad was not returned for evaluation. If the vad is returned, the complaint will be reopened, and the device will be evaluated. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.